Event description:
It was reported by the customer that a pyxis medstation es system drawer failed. The customer reported that users were unable to remove medications from drawer; however, they were able to retrieve the medications from alternative machines. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to component. Field service engineer found that liquid had been spilled on tray so enigineer replaced tray to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer serviced the device.